Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. The customer re-loaded the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.